Event description:
The customer reported the device locked up twice during opcheck. There was no reported patient involvement. The customer reported that during testing, the device froze up (hung) and could not be powered off.

Manufacturer narrative:
(B)(4). The customer reported the device locked up twice during opcheck. There was no reported patient involvement. The customer reported that during testing, the device froze up (hung) and could not be powered off. Philips evaluated the device and was able to confirm the customer's reported problem. The device was repaired by reloading software.